Manufacturer narrative:
(B)(6). The device was discarded by the user and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume (unknown) infusion pump leaked. The leak was observed at the connector. The device was filled with an unspecified volume of fluorouracil. The event occurred prior to use. There was no patient involvement. No additional information is available.